Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, the plunger was not pushed to the end and a cuff miss occurred. The suture of a new proglide device was successfully pre-placed and the pta procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information, the plunger was not pushed to the end and a cuff miss occurred; perclose proglide instructions for use (IFU) states: depress the plunger with the right thumb (in the direction marked #2) until you visually confirm collar of the plunger makes contact with the proximal end of the body. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement. In this case, the physician was aware of the IFU violation. The reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.